Event description:
Pt reported receiving a low blood glucose result (value not provided), while using the suspect device. Pt indicated that, based on the value, a relative transported her to the hosp. Pt stated that, upon her arrival in the hosp, her blood glucose measured 270 mg/dl (on a hosp device). Pt was reportedly treated with intravenous fluids (per pt, a "sugar solution"). Technical support attempted to gather additinal info about the event; however, pt refused to provide further details. Technical support requested the return of the suspect product and replacement product was shipped.